Manufacturer narrative:
The event occurred in (B)(6). Other text: will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 16.9 mmol/l, 0.9 mmol/l, and 2.5 mmol/l, 2.4 mmol/l and 4.9 mmol/l, 1.6 mmol/l and 7.8 mmol/l the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). On (B)(6) 2011, information was provided that the become aware date was (B)(6) 2011 (not (B)(6) 2011 as originally noted on emdr). Codes altered to reflect retention testing results.